Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer stated that proper maintenance and technique were reviewed with the tech that ran the sample. The qc results were in the expected ranges. The sample that received discrepant results was turbid. The customer has decided to test future turbid samples by manually dipping with a multistix 10sg strip and microscopy. The customer has received no further discrepancies.

Event description:
The customer reported false negative urine blood on the clinitek atlas when compared to the uf-1000i and the microscopic examination of the sediment. There is no report of injury due to this event.